Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be fractured and not capturing at maximum outputs during a routine follow-up. A lv pacing impedance measurement of over 2000 ohms was also noted. Additional information made available from the field indicated that the device was reprogrammed and no revision procedure will be performed. It is unknown if the lv lead fracture was determined through x-ray. For now, the lv lead continues to remain implanted and in service. No adverse patient effects were reported.